Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the endotracheal tube would not inflate. The device was being pre-tested for veterinary use.